Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values event occurred in (B)(6). Patient's therapeutic range not provided. Exact date unknown but prior to 01/06/2016 inratio inr = 4.0. (B)(6) 2016 inratio inr = >7.5. No phenprocoumon received between 4.0 and >7.5 inr values. (B)(6) 2016 lab venous draw inr = 6.0. According to patient's physician there were no adverse events reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on retained strip lot k372403 meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.